Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a high blood metal ion level of 7. Revision of right thr was performed. 40mm lfit head and liner was replaced with a v40 to c-taper sleeve and 36mm biolox head and 36 10 degree liner.